Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the device's parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, power cord, motor blower assembly, stirring fan foam. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly.